Event description:
Allegedly after the primary surgery, the surgeon found pseudotumor by x-rays and CT images. Normal activity level.

Manufacturer narrative:
Conclusion: normal wear.the complaint was reviewed. The returned product was dimensionally inspected and photographic images were made.(B)(4).

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00993, 00995, 00996. This event occurred in japan.